Event description:
It was reported that during a surgical procedure at the user facility, the handle of the saw was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The discovered corrosion in the motor and debris in the sag head were identified as the probable causes of the reported overheating of the handle of the device.